Event description:
It was reported to philips that the allura device indicated image storage space was low. This resulted in the inability to conduct imaging. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was giving an error of ""free space has become low"" and the system cannot perform fluoro and cine. Upon inspection, the fse determined that the image processing pc(ippc) was faulty which causes issues with patient data storage and inability to perform fluoro and cine. The fse replaced the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.